Manufacturer narrative:
(B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: brand name: heartware ventricular assist system, battery / bat200692 / model #: 1650de / expiration date: 2015-09-30, UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2014-09-30. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system, battery / bat200807 / model #: 1650de / expiration date: 2015-09-30, UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2014-09-30. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system, battery / bat210132 / model #: 1650de / expiration date: 2016-10-31, UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2015-10-31. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system, battery / bat058450 / model #: 1650de / expiration date: 2015-08-31, UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2014-08-31. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system, battery / bat210124 / model #: 1650de / expiration date: 2016-10-31, UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2015-10-31. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, upon a clinic visit, the controller made "bleeping" sounds every twenty to thirty seconds and was noted by the patient to be happening for several weeks. The controller exhibited power switching with periods of unexpected power loss involving pump stops. The batteries exhibited power switching with three batteries also exhibiting high relative states of charge. On physical inspection, the controller and batteries were visibly dirty, with dirt built-up around the electrical connectors. The controller and five batteries were exchanged. After exchange, no further "bleeping" noises were noted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: one controller and one battery were returned for evaluation. Four batteries were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection of the controller under 10x magnification revealed a hairline crack surrounding power port two. An internal visual inspection did not reveal fluid ingress. The observed hairline crack is not related to the reported event. Based on an internal investigation conducted, the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Visual inspection of the controller also revealed foreign material on the controller's housing, in the serial port, and in power ports one and two. Failure analysis of the returned battery revealed that the device passed functional testing. Visual inspection of the battery revealed an illegible release indicator on the battery output connector. This is an additional observation not related to the reported event, likely due to wear and/or the handling of the device. Visual inspection of the battery also revealed foreign material on the battery output connector. As a result, the reported "dirty" connectors event was confirmed. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed a premature power switching event that was due to a communication error involving one battery and several premature power switching events due to momentary disconnections involving five batteries. Momentary disconnections will result in an audible tone or "bleep." There is no evidence that the lubrication servicing was performed on the reported devices. Several additional communication errors which did not lead to power switching were logged involving three batteries. Communication errors are recorded in the data log file as a relative state of charge (rsoc) value between 101 and 201. As a result, the reported power switching, bleeping, and high relative state of charge events were confirmed. Additionally, log file analysis revealed 17 controller power-up events logged since (B)(6) 2018. Multiple momentary disconnections were recorded leading up to several of the losses of power. The controller was without power for an average of 12 seconds during the power loss events. As a result, the reported power loss event was confirmed. The most likely root cause of the premature power switching events can be attributed to momentary disconnections and communication errors between the controller and batteries. However, the most likely root cause of the reported "bleeps" is most likely attributed to momentary disconnections between the controller and batteries. The most likely root cause of the reported high rsoc values can be attributed to communication errors between the controller and batteries. A possible root cause of the losses of power can be attributed to disconnections of both power sources and/or to intermittent disconnections on one or both power sources. The most likely root cause of the reported "dirt build-up" around the controller and battery electrical connectors can be attributed to the handling of the devices. An internal investigation was initiated to capture events involving the controller losing power. Another internal investigation examined momentary disconnections. Additional products: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.